Event description:
It was reported that during a tcar procedure, during insertion of the arterial sheath of the neuroprotection system (nps), the 0.035" j-tip guidewire moved back. The 0.035" j-tip guidewire had difficulty advancing out of the arterial sheath tip, prolapsed near the sheath tip, and appeared to be in a flap. The physician externally manipulated the artery and the wire was able to be advanced. The flow controller was connected and sluggish flow was observed. Imaging revealed a perforation on the back wall in the common carotid artery (cca). The perforation was addressed with a prolene stitch and the physician elected to convert the procedure to a carotid endarterectomy (cea) as result of the event. There were no further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.